Manufacturer narrative:
MFR's report date: 05/13/2011. (B)(4). The customer's report of snapped line was confirmed as the upper pumping segment component was broken in half. Root cause was identified as a user error as the pattern of the stress marks of the upper pumping segment component is very distinctive and consistent with the wrong technique for removing the set from the pump.

Event description:
The user reported that the line snapped during use. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No add'l info provided.